Manufacturer narrative:
Device 1 of 1. Common device name- catheter, urethral. Product code- gbm. Retailer/distributor: liberator medical reporter name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
End users catheter of choice was on backorder. End user switched to other catheters. End user reports a difference in "softness" between preferred catheter and others. End user alleges the product "ripped my prostate and bladder". He reports he has had one surgery and is to have a 2nd surgery. End user has switched to a competitor red rubber catheter. Unable to obtain any additional details end user did not want to receive further phone calls or communication regarding this issue states "he didn't see the purpose of the call as it was wasting his time". No photographs depicting the reported complaint issue.